Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A medwatch (B)(4) was received by philips were it was reported that there was an adverse event sometime in (B)(6) 2017 involving a (B)(6) female patient. The description of the event was "telemetry monitor was not working while patient was being transported from the emergency department to the floor." The issue will be considered as a serious injury and will be considered as reportable. It was reported that there was an adverse patient event.

Manufacturer narrative:
No malfunction. Use outside of normal and expected. Upon investigation the issue is deemed as where the customer stated that the caregiver pulled the lead set off the top of the device it was found to be burned/melted on the nose (ECG connector end) of the device. The device was returned for evaluation and testing. Per the testing/evaluation findings this issue could not be related to any device issue. The battery supplies 3.7 volts of power and produces 9 watts which clearly could not have caused the plastic melting or pin melting. The issue appeared to be from a high energy external rf source which supplied over 7000 volts and accidentally destroyed/melted the front end of the device. The issue is being considered as use outside of normal and expected and not as a device malfunction. There was no data or information to show that any patient injury or harm occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.